Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017 that the lvad system produced increased power readings. The patient had a similar event on (B)(6) 2017, which was treated with lovenox. A log file reviewed by the manufacturer¿s technical service representative confirmed some intermittent fluctuations in power and flow estimation throughout the log file. The patient was reported as being asymptomatic. Additional information was requested but has not been provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported elevations in pump power; however, a specific cause for the power changes could not be determined through this evaluation. The first submitted log file contained data from 05/27/2017 - 05/31/2017 and showed that pump power remained stable for the majority of the log file. Beginning on (B)(6) 2017, a moderate increase in pump power with a corresponding elevation in estimated pump flow was captured. The second log file contained data from (B)(6) 2017 and showed that pump power and estimated flow parameters appeared to be trending down over time. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log files. No patient symptoms were reported in association with the event. The patient remains ongoing on lvad support and no additional events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.